Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was placed under general anesthesia. Venous access was obtained and transseptal access (tsp) was performed. It was noted a delay in heparin anticoagulation administration had occurred, so heparin was given after tsp. Five (5) minutes after tsp, the resulting activated clotting time (act) was 246 seconds. A double curve watchman fxd curve access system (was) was advanced into the left atrium. A 24mm watchman flx closure device and delivery system (wds) was advanced and positioned at the laa. The wds was deployed. A long string of thrombus was observed on transesophageal imaging (tee) attached to the was. The closure device met release criteria and was subsequently implanted. Heparin was continuously administered, and acts were checked every ten minutes. The wds was removed as the was was advanced, with added suction on the wds to remove the thrombus. The thrombus was partially removed. After the patient was extubated during the procedure, the physician performed a neurology exam, and the patient successfully was able to move all hands, toes, and tongue. The procedure was concluded. The patient will be kept overnight for further evaluation.